Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14310. It was reported, the patient's stimulation was cutting in and out. An sjm representative met with the patient and lead diagnostics showed multiple invalid impedances. Reprogramming was able to resolve the issue for a short time and then the issue returned. The patient's lead was replaced with a new one due to a possible fracture. Intraoperative testing still showed high impedance readings, so the patient's ipg was also replaced. The impedance readings were all normal after replacing the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.